Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported that during a patient's plasma exchange procedure error message "centrifuge did not spin at commanded speed". Tubing set not correctly loaded in centrifuge. Centrifuge control failed" appeared. The operator was unable to open then door and also noticed air in the warming coil. Rinseback to the patient was not given. The patient did not receive any air and no medical intervention was required. No clotting in the channel or return reservoir patient ID is unknown at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
Customer reported that during a patient's plasma exchange procedure error message "centrifuge did not spin at commanded speed". Tubing set not correctly loaded in centrifuge. Centrifuge control failed" appeared. The operator was unable to open then door and also noticed air in the warming coil. Rinseback to the patient was not given. The patient did not receive any air and no medical intervention was required. No clotting in the channel or return reservoir patient ID is unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer submitted three photographs in lieu of the disposable set to aid investigation as they discarded it along with the albumin and acda products. One photo shows the blood warmer tubing installed in the blood warmer, and confirms the presence of large air bubbles in the tubing. Another photo shows the optia screen confirming the 'centrifuge did not spin at commanded speed' alarm, with possible causes, 'tubing was not correctly loaded in the centrifuge' and 'centrifuge control failed'. The third photo shows the lower hex loaded in the hex holder and confirms it was loaded in the correct orientation. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer submitted three photographs in lieu of the disposable set to aid investigation as they discarded it along with the albumin and acda products. One photo shows the blood warmer tubing installed in the blood warmer and confirms the presence of large air bubbles in the tubing. Another photo shows the optia screen confirming the 'centrifuge did not spin at commanded speed' alarm, with possible causes, 'tubing was not correctly loaded in the centrifuge' and 'centrifuge control failed'. The third photo shows the lower hex loaded in the hex holder and confirms it was loaded in the correct orientation. The customer stated they had air bubbles in the warming coil on the end of the replace line. Stihler astotube lot number 32144553 was used with an expiry date of 5 apr 2026. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Dlog analysis showed no clumping or alarms in the procedure that could have led to air in the blood warmer tubing. However, it is known that outgassing of the replacement fluid (especially when it is warmed up) can occur with replacement fluid such as albumin and/or saline, which was used in this procedure. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined. Air in the blood warmer line that may arise if the luer connection between the return and blood warmer line is too tight that a small crack may appear, or the blood warmer may be placed too high up from the patient access point that air can develop in the line as a result. A poor connection to the blood warmer tubing due to excess solvent at the luer can also cause air to enter the return line. Another possible root cause for air bubbles in the blood warmer tubing was due to outgassing of cold replacement fluids. During exchange procedures on spectra optia, the replacement fluids may be cold. If they are not allowed to warm to room temperature, and if the return blood is warmed, air bubbles may form. The reason for this "outgassing" is that gasses are more soluble in liquids at low temperatures than at higher temperatures. If at a low storage temperature air is available to dissolve in a fluid and approaches its equilibrium solubility at that temperature, when the fluid is warmed the air will come out of solution, because its solubility is exceeded at the higher temperature. It is typically described as chains of very small bubbles or foam, which tend to rise toward the top of the tubing. The small bubbles may coalesce to form larger bubbles. Based on the available information, a definitive root cause of the centrifuge did not spin at commanded speed. Alarm could not be determined; however, the most likely root cause is the tubing set was not loaded correctly in the centrifuge.

Event description:
The customer reported that during a patient's plasma exchange procedure error message "centrifuge did not spin at commanded speed". Tubing set not correctly loaded in centrifuge. Centrifuge control failed" appeared. The operator was unable to open then door and also noticed air in the warming coil. Rinse back to the patient was not given. The patient did not receive any air and no medical intervention was required. Per the customer, all luer connections were tight, and the blood diversion pouch was not inflated with air. The patient was connected, but not prematurely prior to ac prime. They indicated there was no clotting in the channel or in the return reservoir, and there was no rlad alarm. No rinse back was given and there was no impact on the patient. When air was observed the procedure was cancelled. Pursuant to directive 95/46/ec on the protection of individuals with regard to the processing of personal data and on the free movement of such data, the processing of personal data outside of the european union is highly regulated and strictly limited. Therefore in compliance with this directive, terumo bct is unable to obtain personal data, as defined by the directive, related to patients or donors located within the european union. The collection set is not available for return because it was discarded by the customer.

Event description:
Customer reported that during a patient's plasma exchange procedure error message "centrifuge did not spin at commanded speed". Tubing set not correctly loaded in centrifuge. Centrifuge control failed" appeared. The operator was unable to open then door and also noticed air in the warming coil. Rinseback to the patient was not given. The patient did not receive any air and no medical intervention was required. No clotting in the channel or return reservoir patient ID is unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer submitted three photographs in lieu of the disposable set to aid investigation as they discarded it along with the albumin and acda products. One photo shows the blood warmer tubing installed in the blood warmer, and confirms the presence of large air bubbles in the tubing. Another photo shows the optia screen confirming the 'centrifuge did not spin at commanded speed' alarm, with possible causes, 'tubing was not correctly loaded in the centrifuge' and 'centrifuge control failed'. The third photo shows the lower hex loaded in the hex holder and confirms it was loaded in the correct orientation. The customer stated they had air bubbles in the warming coil on the end of the replace line. Stihler astotube lot number 32144553 was used with an expiry date of 5 apr 2026. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Investigation is in process, a follow-up report will be provided.